Event description:
The pt contacted lifescan and alleged the one touch ultra meter was reading inaccurately high. The readings were 550-600 mg/dl over a 2 months period. The med affairs specialist contacted the pt to confirm the info, however the pt was reluctant to talk. After the high reading the pt would take sliding scale humalog and then would feel sweaty and shivery. Then would treat themself with sugar. The pt also takes lantus at bedtime. The pt tests 4 times a day. Medical professional was not contacted during this time; they stated "they know how to control their diabetes". At a routine appointment with the dr. The pt stated the dr. Asked why they had not called the high blood glucose. No medical treatment was given. There is no info regarding food intake, exercise, or specifics on the events. The pt longer had the vials, but they stated they "could have been cracked". While on the phone the pt stated a vial they had now, has a tiny crack on the lid. The pt refused to answer any further questions for trouble shoot. Since the vial may be cracked, the event will be reported as a product malfunction, however there is insufficient info to state the event led to an adverse event. The med affairs specialist advised the pt to set the vial aside and requested they open another vial to see if that was cracked. The pt stated no they did not want to do that. The test strips were replaced and return was requested.